Event description:
It was reported that the pt's catheter was replaced. Originally only the catheter was to be replaced but the reason for the replacement was unk. At that time, it was discovered that the pump was empty for an undetermined amount of time. The pump had a 20 ml reservoir but telemetry reported 24 ml dispensed since last refill. The pump contained preservative free normal saline. The surgeon felt that it would be safer to replace it. After the replacement, the pump was refilled with preservative free normal saline and programmed to a minimum rate infusion mode. It was noted, the pt did not experience any symptoms related to this event. The pump was for pain management. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).